Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found that the uv inlet hose had split allowing water to leak from the unit onto the floor and the reported event to occur. The technician replaced the uv inlet hose, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water leaking from their system 1e processor. Procedure delays were reported due to the water damage from the leak. No report of injury.